Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned, a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl video baton 3-4; catalog: 0570-0313; sn: (B)(4).

Event description:
The customer reported that the glidescope avl monitor with baton 3-4 did not perform as intended during a patient procedure. The system does not display an image. It was unknown if a backup device was used to complete the procedure. No patient or user harm reported.